Manufacturer narrative:
H10: the actual device was not available; however a photograph and video of the sample were provided for evaluation. The photograph and video were visually inspected and showed broken occluder legs to the main body. The reported condition was verified. The cause of the crack/damage was undetermined; however, the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp (light blue main body) of a minicap extended life pd transfer set. This was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.